Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown nexgen femoral component catalog # unknown lot # unknown, unknown nexgen articular surface catalog # unknown lot # unknown. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01949, 0001822565-2022-01951.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0002648920-2023-00107.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0002648920-2023-00107.